Event description:
Patient had 8mm long aortic neck. Placement of zenith aaa graft went fine. Final angiogram noted a proximal type I endoleak. Another manufacturer's stent was placed, but the leak persisted. Another other manufacturers's stent was placed and the leak was resolved.